Event description:
During a laparoscopic hellermyotomy procedure, error code 5 appeared. The tip of the device broke during cleaning. Another like device was used to complete the procedure. There was no pt consequence.